Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 12 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
B5 - corrected verbiage to state surgery is still pending. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information revealed that surgical intervention has not been undertaken yet but may take place to address the issue.